Event description:
It was reported that on several occasions after placement, the contrast medium was inserted and the fluid crossed over into the co2 line and filled the balloon. As a result, the (B)(4) was removed. Another (B)(4) was used successfully. There was no delay in treatment and no reported pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.